Manufacturer narrative:
Continuation of d10: product ID d-evprop2329us; product lot/serial number (B)(6); product type: delivery catheter system; implant date na: explant date na. Product ID l-evprop2329us; product lot/serial number (B)(6); product type: compression loading system; implant date na: explant date na. Updated data: b5, d10, h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 2 years and 11 months following the implant of the transcatheter valve the left bundle branch block (lbbb) was no longer present and considered resolved.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, electrocardiogram (ECG) showed left bundle branch block (lbbb) with elongated pr. Temporary pacing was utilized post-op. No additional treatment was reported. No adverse patient effects were reported. Additional information was received that the patient was discharged two days following valve implant with a heart monitor, but did not require a permanent pacemaker implant. Approximately one month following valve implant an echocardiogram was performed and showed trace paravalvular leak and a peak velocity of 1.6 m/s. No adverse patient effects were reported. Additional information was received that around the time of the valve implant procedure, a blood test revealed the patient's protein brain natriuretic peptide (bnp) increased over a period of a few days. This was reported to be associated with acute-on-chronic diastolic congestive heart failure. Diuretic medication was administered and the episode was considered resolved. In addition, it was reported an ECG was performed at the 30-day post-operative follow up appointment and approximately two years, two weeks after valve implant and both showed the lbbb remained. No treatment was provided. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. A sixth paragraph was added. B6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, electrocardiogram (ECG) showed left bundle branch block (lbbb) with elongated pr. Temporary pacing was utilized post-op. No additional treatment was reported. No adverse patient effects were reported. Additional information was received that the patient was discharged two days following valve implant with a heart monitor, but did not require a permanent pacemaker implant. Approximately one month following valve implant an echocardiogram was performed and showed trace paravalvular leak and a peak velocity of 1.6 m/s. No adverse patient effects were reported. Additional information was received that around the time of the valve implant procedure, a blood test revealed the patient's protein brain natriuretic peptide (bnp) increased over a period of a few days. This was reported to be associated with acute-on-chronic diastolic congestive heart failure. Diuretic medication was administered and the episode was considered resolved. In addition, it was reported an ECG was performed at the 30-day post-operative follow up appointment and approximately two years, two weeks after valve implant and both showed the lbbb remained. No treatment was provided. No additional adverse patient effects were reported. Additional information was received that indicated that approximately two years and four months following valve implant, an ECG revealed that the lbbb remained present. Additional information received indicated that approximately 2 years and 11 months following the implant of the transcatheter valve the lbbb was no longer present and considered resolved. Additional information was received to clarify the ECG performed approximately two years, eleven months after valve implant revealed sinus rhythm with premature supraventricular complexes. No treatment was reported.